Manufacturer narrative:
The device has been received. However, investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report a gripper actuation issue. It was reported this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. An xtw clip was prepared per the instructions for use (IFU) and inserted without issues. However, while in the left ventricle (lv), it was observed that one gripper was not functioning as intended. Troubleshooting was performed, but the issue was unable to be resolved. Therefore, the clip was removed and replaced. Two clips were then deployed, reducing mr to a grade of 2. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The returned device analysis confirmed the reported single gripper actuation issue. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific product issue. Based on the available information, the reported single gripper actuation issue is due to the harness pinching the gripper arm cover. However, a cause for the harness pinching the gripper arm cover could not be determined. There is no indication of a product issue with respect to manufacture, design, or labeling.